Event description:
On (B)(6), 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) episode. The patient indicated that on an unspecified date/time about a month earlier, the patient fell in her home during a low bg incident. The patient claimed that at the time of the fall, her bg level was "40 mg/dl" and she had symptoms of dizziness and confusion. The patient was able to reportedly treat herself. However, the patient could not recall how she treated herself. On an unspecified date/time after the fall, the patient reportedly visited an unidentified health care professional (hcp). According to the reporter, the hcp believed the fall might have been related to other unspecified health conditions other than diabetes. The patient did not provide any details of her other health conditions. Troubleshooting and review of the pump could not be completed due to an alleged intermittent power issue that began the afternoon of contact with anm on (B)(6), 2012. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg level suggestive of severe hypoglycemia. However, at this time, it is unknown if a pump issue contributed to the patient's injury considering troubleshooting of the device could not be completed.

Manufacturer narrative:
(B)(4): a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.